Event description:
Additional information was received indicating that the protrusion was first observed about 1 month post implant. The revision surgery was performed for patient comfort and to preclude extrusion. No other interventions were taken or planned. The nurse was unsure of reason for protrusion but indicated that the device may have moved. There was however no known manipulation or trauma and the patient did not experience any physiological changes.

Event description:
It was reported on (B)(6) 2012, that the patient was scheduled for a generator repositioning procedure on (B)(6) 2012. Additional information was received indicating that the reason for the repositioning was due protrusion. Per the nurse "it was bulging out and nearly ready to break through the skin and looked worrisome". Attempts for additional information have been unsuccessful to date.